Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, while closing the vaginal cuff, the suture would not pass from one side to another, it would only stay on one side. Additionally, at one point, the jaws would not open, but was eventually able to by opening the ratchet by moving the suture passer toggles. A new device was used to complete the case. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product which included microscopic evaluation found no witness marks from the needle tip impacting the beveled wall. The toggle switches were inspected under a microscope and no shearing or deformation was observed around the toggle switch or on the flat pin. Microscopic inspection of the flat pin found it to be properly oriented. No abnormalities were observed for the center rod. No abnormalities were observed for the metal blades of the instrument. The toggle switch was observed to be cracked on both sides of the instrument. Due to the described condition, the instrument was precluded from functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of broken toggle switch may occur during the inability of the user to unload or toggle the needle, causing the user to exert excessive force on the toggle sw itch which results in breaking of the toggle switch either at the use button or at the part that contacts the flat pin. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.